Manufacturer narrative:
Actual device not identified.

Event description:
It is reported that when putting a stretcher into steer it is very difficult. A serial number was not provided and the actual stretcher could not be identified. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.